Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, pump not working, and hyperglycemia. The customer reported blood glucose value of 360 mg/dl. The customer reported hyperglycemia and elevated ketones/diabetic ketoacidosis, urinary frequency / polyuria, dyspnea was treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-864at, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-864at. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue the use of the device mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained/peeling serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the first 10 boluses listed on the event date 18-nov-2024 in the pump history file. On (B)(6) 2024 03:39:11.000 normal bolus delivered (220), bolus programming method: bolus wizard (1), normal bolus amount programmed: 54000 (5.4 u), bolus amount delivered: 54000 (5.4 u), on (B)(6) 2024 06:54:26.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 60000 (6 u), bolus amount delivered: 60000 (6 u), on (B)(6) 2024 08:10:09.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 62000 (6.2 u), bolus amount delivered: 62000 (6.2 u), on (B)(6) 2024 16:11:01.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u), on (B)(6) 2024 16:16:01.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u), on (b0(6) 2024 16:22:37.000, normal bolus delivered (220), bolus programming method: cl1 auto bolus (9), normal bolus amount programmed: 24750 (2.475 u), bolus amount delivered: 24750 (2.475 u), on (B)(6) 2024 16:51:01.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u), on (B)(6) 2024 16:56:01.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u), on (B)(6) 2024 17:01:01.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u), on (B)(6) 2024 17:06:00.000, normal bolus delivered (220), bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 18-nov-2024 listed on smart solve due to insufficient data in the trace/history files. There were no auto suspend alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 18-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-nov-2024 in the pump history file. On (B)(6) 2024 23:37:00.000, alarm alert notification (40), fault number: lost sensor 1 alert (780), on (B)(6) 2024 01:15:57.000, alarm alert notification (40), fault number: sensor error alert (801), on (B)(6) 2024 18:48:57.000, alarm alert notification (40), fault number: no delivery (7) - during bolus. On (B)(6) 2024 18:49:42.000, alarm alert notification (40), fault number: no delivery (7) - during bolus. On (B)(6) 2024 18:50:14.000, alarm alert notification (40), fault number: no delivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert not confirmed. Sensor error alert (801) not confirmed. No delivery (7) alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not allege diabetic keto acidosis and no hospitalization was reported.